Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy end to end anastomosis, during the first firing, the device could not be fired. The case was completed using a new device. There was no patient injury.